Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 04/2023).

Event description:
It was reported that prior to a stent deployment procedure, the proximal end of the stent was allegedly self -activated. There was no patient contact.